Event description:
Customer reported that she was hospitalized due to high blood glucose. The blood glucose reading was 993 mg/dl. Customer stated that her insulin pump was alarming motor error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.